Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.

Event description:
It was reported that while the sales representative (sr) was conducting an in-service for the cath lab staff, the manager of cardiac services stated that one of the md's had multiple incidents of alarms with intra-aortic balloon (iab) insertions. As a result of this statement by the cath lab manager, the sr spoke directly to the md and he stated that he had "3 or 4 incidents" where high pressure alarms occurred. The md said that when he used fluoroscopy to visualize the groin area, he could not see any obvious obstructions. He therefore, concluded that the alarm was not appropriate as the alarm usually means kinked line. Per the sr, the md reported that one incident was a female patient that was not obese, nor hypertensive and the md could not understand why the pump would alarm. Per the md the patient was transferred to another hospital with a datascope intra-aortic balloon pump (iabp) and it did not alarm. No strips of alarms were saved. Hotline was not called during incidents. Dates of occurrences are unknown, just that they occurred "in the last few months." Staff members are unsure if the same iabp was used in all of the occurrences. Also, there seems the have been one other iab insertion by another md during the same time period that was completed without incident. There was no reported patient death or injury. Medical/surgical intervention was not required. It is unknown if the md removed the iab, however, it was stated that the md used a datascope pump because of the arrow iabp. There was no reported iab therapy delay. There were no reported patient complications. The patient outcome is "ok".